Event description:
The customer expressed concern after running sar-cov-2 assay lot 273163 on their panther sn (B)(4). Customer compared samples previously tested positive on another testing platform and received negative results on many low positive samples from the previous testing. Customer requested review of wl (B)(4) using sars-cov-2 ml 273163.

Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and found no indication of hardware failures nor reagent preparation issues. The issue was determined to likely be due to low target samples. The customer understood. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.